Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received a no delivery alarm and that customer also experienced a high blood glucose of 450mg/dl. The customer's father declined to troubleshoot for the high readings. Troubleshooting for no delivery alarm was performed. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. The product will not be returned for analysis.